Event description:
It was reported that during a colon resection procedure, when the surgeon observed the anastomosis on the left colon, the staple line was incomplete. The staple line was secured with suture. The staples were formed and they heard the crunch of the breakaway. It is not known what part of the staple line was not complete at this time. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an angioplasty and stenting treatment procedure, stent deployment difficulties occurred. Vascular access was obtained through the femoral artery. The physician was treating a 70mm long lesion located in the mildly tortuous and mildly calcified , 7mm in diameter, superficial femoral artery bifurcation. This 8x72x75 epic vascular stent was used to treat the lesion. During stent deployment, the stent had a "buckling effect" and "took shape of an accordion". The stent did not reach its' full length. Another stent was "added on top of" the epic stent for treatment. The stents' were not post-dilated. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.